Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated that the inform meter caused the bases to flash. Upon review by the first level investigation unit, the meter was found to show signs of an electrical short: pins 3 and 4 are missing, area is charred, and the plastic area around the pins is melted. Requested return of suspect device and replacement was sent.